Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for elevated lactose dehydrogenase (ldh). The cause of the elevated ldh was found to be from the formation of a clot. The patient was treated with bivalirudin and their ldh trended down.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and (B)(6) not be conclusively determined through this evaluation. A direct correlation between the suspected thrombus and the elevated lactate dehydrogenase level could not be conclusively established through this evaluation. The submitted log files contained overlapping data spanning from 29jul2022 at 20:22:58 to 31aug2022 at 13:13:54, per the timestamps. Throughout the log files the pump operated as intended above the low speed limit. The patient was admitted due to a high lactate dehydrogenase level 412 units per liter (u/l). The patient was administered bivalirudin and their lactate dehydrogenase level began to decrease. The cause of the elevated lactate dehydrogenase level was believed to be a clot. The patient remains ongoing on (B)(6) and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use lists adverse events, which includes thrombus and hemolysis, that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the instructions for use outlines the indications of thrombus and how to respond to such events, as well as provides information on recommended anticoagulation therapy. No further information was provided. The manufacturer is closing the file on this event.